Manufacturer narrative:
Concomitant medical products: product ID: 37761, serial# (B)(4), product type: recharger. Other relevant device(s) are: product ID: 37761, serial/lot #: (B)(4). Analysis of the recharger ((B)(4)) found that there was a broken connector pin in the cable assembly. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient with an implantable neurostimulator (ins) for the treatment of failed back surgery syndrome. It was reported that the desktop charger (dtc) connector pin was broken. The patient could not charge and was ¿hurting so bad¿. A replacement dtc was sent. No further patient complications were reported as a result of this event.